Event description:
It was reported that this right ventricular (rv) lead shock impedance, measured greater than 125 ohms, which is out of range. This is the first out of range value. Technical services discussed observing for now, as single coil leads tend to have higher impedances. The plan is to have the patient send in another transmission in a couple weeks to see if the impedance is trending higher. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.